Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket fully advanced. Buckling was observed in the clear catheter distal to the white shrink tubing. While the device was relaxed on the table top, the basket was not able to retract. The basket would retract to the point before it would begin to fold into the catheter and then reach resistance which exacerbated the catheter buckling and prevented retraction. When the device was fully straightened retraction became possible with minor friction as the drive wire passed through the buckled portion of the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician selected a cook memory hard wire basket. It was initially reported that when the handle was pulled, the sheath bunched up near the handle, so the basket could not be advanced out of the sheath. There was no reportable information at that time. The device was received and was evaluated on 31mar2026. The basket would not fully retract due to kinking in the tubing at the base of the handle [subject of report]. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.